Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed one "no cartridge detected" warning indicating the pump did not detect the cartridge on the load step. The pump was primed successfully during eval and the issue was not duplicated.

Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins.